Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited far-r wave over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made. The patient was in stable condition.